Event description:
Bausch + lomb received a medwatch report from the FDA which originated from a consumer who underwent implantation of a crystalens intraocular lens in the left eye. Postoperatively, the pt reports that one is not satisfied with the provided distance vision and that she is not able to see the e on the snellen chart. Additional info has been requested from the implanting surgeon.

Manufacturer narrative:
Intraocular lens implanted. (B)(4).